Manufacturer narrative:
(B)(4). Batch # m55t0k. The following information was requested, but unavailable: what type of procedure was the device used in? --- no information. On which firing did this occur? --- no information. On this firing, did the device staple? --- no information. If the device stapled, was the staple line complete? --- na. On this firing, did the device cut? --- no information. If the device cut, was the cut line complete? --- na. Did any pieces fall into the patient? --- no. If yes, were they retrieved? --- na. Will all pieces be returned with the device? --- no information. If no, were they discarded? --- na. The analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the firing knob came off when the firing knob was moved forward after the bowel was clamped. Another device was used to complete the case. There were no adverse consequences to the patient.